Event description:
It was reported to philips that the system wouldn¿t boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue at the time of event occurrence. The non-emergency treatment was completed by using a portable c-arm. A philips field service engineer (fse) went onsite and found that a breaker in phase 3 had tripped. Further investigation revealed that the power fan tray was not supplying the required voltages, which prevented the system from booting up. To resolve this issue, fse replaced power fan tray and returned to philips for further analysis. The analysis confirmed that the power fan tray malfunctioned due to an electrical defect. It was observed that when connected to a power supply, the unit delivered power output; however, the fans failed to start. This resulted in overheating within the system cabinets when the tray was installed. Following the replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.